Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2016, patient underwent placement of an angiodynamics xcela product, lot number 137487000. The device was implanted at (B)(6) surgery center in (B)(6) by dr. (B)(6) for the purpose of ongoing chemotherapy. On or about (B)(6) 2017, patient presented to (B)(6) medical center in (B)(6) with left arm and upper chest swelling and pain. Following a CT scan, patient was diagnosed with a deep vein thrombosis with pulmonary embolism. On or about (B)(6) 2017, patient's port was removed by dr. (B)(6).